Manufacturer narrative:
On (B)(6) 2017 a medtronic representative went to site to test the equipment. The representative was unable to replicate the issue. A system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during a functional endoscopic sinus surgery (fess) the navigation system became unresponsive. Rebooting the system resolved the issue and the site continued with the case. The surgery was completed with the use of navigation. There was a delay of less than 1 hour to procedure. No impact on patient outcome.